Event description:
Prod investigations reported the lancet does not retract into the softclix lancet device. No pt injury was reported and no treatment was rec'd. Replacement prod was shipped and the prod was returned.